Event description:
It was reported a port was placed for chemotherapy treatment. It was noted during treatment at a clinic the chemotherapy agent had extravasated from the port and leaked onto the patient's skin resulting in a tissue burn. The patient returned to the hospital where a plastic surgeon removed the port. Another port was successfully placed for continuation of treatment. The patient's condition is good. The company's attempts to obtain further details have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. Company's follow up could not confirm if this port had been accessed regularly. Initial placement, user technique during access and/or patient anatomy may have contributed to this event. However, company is unable to determine the exact cause for this event. Company's directions for use outline appropriate placement, access and maintenance procedures.